Event description:
During distal femoral cut, the sawblade came loose and flew out of sterile field. When a new blade was reinserted, it was noted that there was no ¿clicking¿ or tactile feedback that the sawblade was tightened or secured. It is proposed that the tightening mechanism is stripped. Case type: tka. Surgical delay: x 15 minutes. Update: "left".

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: during distal femoral cut, the sawblade came loose and flew out of sterile field. When a new blade was reinserted, it was noted that there was no ¿clicking¿ or tactile feedback that the sawblade was tightened or secured. It is proposed that the tightening mechanism is stripped. Case type: tka. Surgical delay: x 15 minutes. Update: "left". Functional inspection: shows that the locking knob turns but the clicking feeling associated with the ratcheting pawl locking cannot be felt. The failure mode is confirmed. Visual inspection: shows that the ratcheting pawl is stuck. See attached picture. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 03-04-2019, devices manufactured: 43, devices failed inspection: 14, nc/npr/qt numbers: qt19-03-0016. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212480, lot number: 35030219 shows no additional complaint(s) related to the failure in this investigation. Complaints related to p/n: 212480 will be tracked by trend request# 1191. Conclusion: the complaint of the locking knob on the attachment not functioning properly was confirmed. The failure was traced to a stuck ratcheting pawl.. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During distal femoral cut, the sawblade came loose and flew out of sterile field. When a new blade was reinserted, it was noted that there was no ¿clicking¿ or tactile feedback that the sawblade was tightened or secured. It is proposed that the tightening mechanism is stripped. Case type: tka. Surgical delay: x - =15 minutes. Update: "left".